Event description:
It was reported by the customer's mother that their continuous glucose monitoring device was alarming and suspending insulin delivery due to high blood glucose levels. Customer stated they woke up in the morning with am incorrect blood glucose level of about 500 mg/dl and changed the sensor, which resolved the issue. Advised customer might have a bent cannula. Customer's blood glucose level was not provided at the time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.